Manufacturer narrative:
Additional information about the hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized, just at the hospital with pharmacist.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized and the pharmacist was asking for the basal setting. Customer¿s blood glucose level was unknown at the time of incidence. Customer had no account on carelink so they were unable to get the insulin pump setting from the helpline system. Customer was advised to consult with their health care professional. It was unknown that the auto mode was active or not at the time of incidence. The insulin pump will not be returned for analysis.